Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted reported to the FDA on november 23, 2015. (B)(4).

Event description:
It was reported that the end user developed skin irritation and bleeding from the stoma which was noted upon changing the pouch. The end user was not able to quantify the amount of bleeding as it is mixed with urine in the pouch. The bleeding subsided when he was laying down but worsened when he was in an upright position. On (B)(6) 2015, the end user presented to his physician. During the visit, the physician applied silver nitrate sticks to the irritated skin. The irritation has helped as the affected area is healing. On (B)(6) 2015, the end user presented to the hospital due to continued bleeding. During this visit, a CT scan was performed of the right kidney. The results were uneventful. On an unknown date, a ureteroscopy was performed. The results were also negative. A the physician diagnosed the patient's symptoms as a urinary tract infection. The end user was prescribed an antibiotic (levofloxacin, 500mg, 1x/day for 10 days).